Event description:
It was reported that during a percutaneous catheter myocardial cryoablation a crbs polarsheath steerable sheath was selected for use. After the device was connected to the three way stopcock and perfusion reflux performed, an air leak has occurred from the side port. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Crbs polarsheath steerable sheath was evaluated by boston scientific. Visual inspection noted that no anomalies were found. An attempt was made to test patency of the side port and was unsuccessful. A syringe with water was attached to the side port and failed to flow through the flush line. It is believed the visible air/bubbles allegation stemmed from bubbles being present not being able to flush any fluid through the device. The valve housing was dissected to find the source of the occlusion. Material consistent with adhesive was found inside of the flush line at the junction where the flush line attaches to the housing. The "manufacturing deficiency" conclusion code was selected based on analysis of the returned product.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous catheter myocardial cryoablation a crbs polarsheath steerable sheath was selected for use. After the device was connected to the three way stopcock and perfusion reflux performed, an air leak has occurred from the side port. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.